Event description:
Patient previously underwent bilateral implantation of proact (in (B)(6) of 2025). The patient's left device port eroded through the skin of his scrotum. Each device contains 5cc of fluid at the time. The surgeon removed the eroded device and performed a cystoscopy. No injury was noted during the cystoscopy. The patient was still incontinent before removal of the device. Devices appeared to be in the correct location. The patient plans to be reimplanted.